Event description:
During anesthesia the gas flow stopped. It was not possible to deliver the set volume to the pt. In ventilation the gas was gone to the servo bellow. After off position and back to on position-the same situation was present. The technician, has proffed the machine, and it was not possible to reproduce the failure. Technician has given the pt the dialog which send as appendix to this complaint. The machine is today in use without any failure.